Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, arm 1 would violently move from left to right after the surgeon fired a clip applier instrument. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) after procedure completion to report the issue. The customer advised that the movement occurred with multiple clip appliers (left to right movement) and it damaged the gallbladder causing bleeding. It was noted that the bleeding came from the specimen being removed. The surgeon had reported that the ¿dexterity of other instruments installed on arm 1 felt off¿. The procedure completed robotically but the customer called to report the injury. The tse viewed system event logs but only found 22008 errors on patient side manipulator one (psm1) indicating plug-n-play (pnp) data request. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted cholecystectomy procedure, at approximately 30 to 40 minutes into the procedure, arm 1 allegedly moved without surgeon direction causing an injury to the patient¿s gallbladder. The surgeon had successfully been using two clip applier instruments for ¿two applications and insertions¿. However, on the third successful application of a clip (the instrument had just been fired and the clip was successfully applied on the desired duct), as the surgeon went to ¿pull away to remove the instrument¿, the instrument ¿unexpectedly moved from a 9 o¿clock position to a 4 o¿clock position¿ resulting in a gallbladder injury. The surgeon said that ¿there was about a 1mm hole on the gallbladder, right above the cystic duct¿. There was an unspecified ¿small amount¿ of bile present for which the surgeon ¿used a suction irrigator to clean¿. It was reported that ¿the same thing happened¿ with the fourth clip application with the other clip applier instrument that had been in use but that there was no injury upon said issue instance as it ¿happened while it was away from tissue¿. It was confirmed that the cystic duct was securely clipped as desired and the gallbladder was removed with no signs of additional bile leakage after the initial suctioning and cleaning. The clip applier instruments were reported as working as intended when applying clips and all intended clips that were attempted were confirmed as being securely applied with both suspect clip applier instruments. The issue resolved when a 3rd clip applier instrument was installed. The backup clip applier instrument worked fine for the rest of the procedure. The procedure completed robotically with use of a backup clip applier instrument. There were no other reported intra-operative complications and the patient was doing well in recovery with no known post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed with the customer that the alleged motion that occurred was with the instrument wrist only. The fse performed on site testing and system verification with test drive. The reported issue of non-intuitive motion was unable to be reproduced. The fse checked sensors, cable tension, slow sweep, and sine cycle. The fse replaced universal surgical manipulator (usm1) for failure of check sensors on axis 1 and failure on viscous drag to meet minimum specifications. Part(s) replaced to correct the reported problem: patient side manipulator (psm); psm 2 (pn: 380900-02 // sn: (B)(4)). The system was tested and verified as ready for use. Isi received the psm (pn: 380900-02) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was reproduced. It was noticed that axis 1 harmonic drive had a low friction reading while driving the system in maintenance mode. While driving the system in normal mode, there was no drift or unexpected movement observed. Error logs were reviewed with no hard failures present. Axis 1 brake will be upgraded to newer version and the following parts will be replaced as a fix to the reported issue: a1 harmonic drive, axis 1 brake. No image or video clip for the reported event was submitted for review. A review of the system logs was conducted during the support call after procedure completion and found 22008 errors on patient side manipulator (psm); psm1 indicating plug-n-play (pnp) data request. System error log review was conducted for the procedure on system sh0374. It was noted that there were two tool invalid messages on patient side manipulator (psm); psm 1 with an unavailable tool serial number. Additionally, while there were entries related to pnp data and onsite messages, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs for the event was performed by an advanced failure analyst (afa) engineer. There were three clip applier instruments in use during this procedure and are listed in order as recorded in the logs as follows: 1) medium-large clip applier (part#: 420327-07, lot#: n10190909-242) time used was 03:19 and had 93 of 100 uses remaining, 2) medium-large clip applier (part#: 420327-07, lot#: n10190909-222) time used was 01:09 and had 98 of 100 uses remaining and 3) medium-large clip applier (part#: 420327-03, lot#: n10141204-287) time used was 04:30 and had 85 of 100 uses remaining. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure, arm 1 would violently move from left to right after the surgeon fired a clip applier instrument. The customer contacted an isi tse after procedure completion to report the issue. The customer advised that the movement occurred with multiple clip appliers (left to right movement) and it damaged the gallbladder causing bleeding. It was noted that the bleeding came from the specimen being removed.